Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and reviewed the datasync log, identifying an error: incrementalsyncactor an error occurred performing incremental sync. Customer permission was required to bring down the station for further work. Checked the server and confirmed uploads were current. Dialed back into the station and found no errors; issue appears to be resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es (B)(6) was not communicating. The customer reported the system stopped communicating randomly. Upon reboot, the system initiated several windows updates before completing the restart. The system has not yet come back online. However, there were no delays, adverse events or injuries reported based on this event.